Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Report number: 1038671-2023-00047 d10: 2791944 200-02-35 three peg patella 35mm. 2625449 02-010-01-0325 logic femoral ps cem right sz 2.5. 2778253 02-012-41-2525 logic tibia traptray cem sz. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00047. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 91 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, swelling, synovial cyst and osteolysis. Initial surgery and revision surgery operative notes were provided. Post operative report diagnosis was failed right total knee secondary to femoral component loosening. Intraoperatively the surgeon observed significant synovial effusion, a large posterior synovial cyst and osteolysis of the proximal fibula. It is noted the extensive synovial expansion was secondary to foreign body reaction and the femoral component loosening. There was no evidence of infection. The tibial component was well fixed. No medical or surgical interventions were reported. No additional information is available.